Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge".

Event description:
It was reported that the customer had high blood glucose levels (200-300 mg/dl). Customer had a kinked cannula and noticed air bubbles in the luer lock. Cold insulin was used to load cartridge. Pump passed delivery system check. Customer changed infusion set and took correction boluses.